Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/malposition/right essure into parametrium and tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and vomiting. Concurrent conditions included body mass index normal, perineal pain, vaginal discharge, cervical cancer, vaginitis and anxiety disorder. Concomitant products included ibuprofen. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain: chronic/so much pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic adhesions ("adhesions"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), headache ("headaches"), migraine ("migraine"), nausea ("nausea"), tooth disorder ("dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), psychological trauma ("psychological or psychiatric problems condition"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("abdominal llq") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, dyspareunia, pelvic adhesions, fatigue, headache, weight increased, migraine, nausea, tooth disorder and psychological trauma outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic adhesions, pelvic pain, psychological trauma, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date of additional surgeries: (B)(6) 2014 type of additional surgeries: other. Diagnosed nickel allergy and autoimmune? Unknown received treatment for pain, bleeding and received treatment for other injuries/symptoms. Discrepancy: date of insertion (B)(6) 2014,(B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: malposition of essure device other (please describe) right essure had to be replaced with additional procedure. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records :pelvic pain, nausea, dyspareunia, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New events abnormal bleeding (vaginal), apareunia, psychological or psychiatric problems condition, dysmenorrhea, adhesion, abdominal llq nausea was added. Updated outcome of events menorrhagia,apareunia, dyspareunia from unknown to recovered / resolved. Lab data updated. Concomitant conditions, concomitant drug, reporter information, patient demographics was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/malposition') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain: chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic adhesions ("adhesions"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), headache ("headaches"), migraine ("migraine"), nausea ("nausea") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, dyspareunia, pelvic adhesions, menorrhagia, fatigue, headache, weight increased, migraine, nausea and tooth disorder outcome was unknown. The reporter considered device dislocation, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic adhesions, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: date of additional surgeries: (B)(6) 2014 type of additional surgeries: other. Diagnosed nickel allergy and autoimmune? Unknown. Received treatment for pain, bleeding and received treatment for other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: result of the confirmation test: malposition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : case become incident. Unspecified event: injury to herself was updated to more specific events: device dislocation, pelvic pain, dyspareunia, menorrhagia, fatigue, headaches, weight gain, migraine, nausea, dental problems, pelvic adhesions. Reporter added, patient demographic added. Product indication updated. Patients note added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.